Manufacturer narrative:
The customer's report of a pca overinfusion due to a possible pca biproxy was not confirmed. The pcu event log showed that on (B)(6) 2015 a different pca module and a different etco2 module were used to infuse medication. At 5:08 pm, the user programmed a pca dose only infusion of hydromorphone 0.4mg/1ml. The dose was entered as 0.2mg with a 10 minute lockout and no max limit. From the start of the infusion until the pca was removed from the system at 9:17 pm, there were a total of 26 unsuccessful pca dose requests. There were 7 successful pca dose requests (0.5ml each) and 1 successful bolus dose (1.25ml) for a total of 4.75ml delivered. At 6:55 am, the user programmed a pca dose only infusion of hydromorphone 0.4mg/1ml. The dose was entered as 0.2mg with a 10 minute lockout and no max limit. From the start of the infusion until 10:28 pm on (B)(6) 2015, there was 1 unsuccessful pca dose request. There were 9 successful pca dose requests (0.5ml each) for a total of 4.5ml delivered. The pca pause limit was reached one time at 2:11 pm on 01/22/2015 due to respiration rate low limit being reached. The limit value was 5 and the violation value was 2. The infusion was restarted approximately 1 minute later. Functional testing of the pca module was not performed due to a device malfunction was not alleged by the customer. The root cause of the pca overinfusion due to possible pca biproxy was not identified.

Event description:
The customer reported a hydromorphone pca over infusion due to possible pca biproxy.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pca over infusion due to possible pca biproxy. The customer is requesting all pca programming and etco2 reading from 0900-2200 on (B)(6) 2015. No further patient or event information was provided.